Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the comb was bent and could not perform pretest. The comb and bottom roll were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: canada.

Event description:
It was reported that during surgery, the mesher blade was damaged. During product evaluation, it was found that the comb was bent. There was no medical intervention, harm or delay. Diligence is complete. No additional information is available.